Event description:
Device malfunction: thumb advancer resistance, failure to deploy clip. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, during step 3 (sheath splitting) the operator felt strong resistance while advancing the thumb advancer and the surrounding subcutaneous tissue "dimpled". The tissue tract was enlarged but the clip would not deploy. The safety release mechanism was activated, releasing the device from the pt anatomy. Manual compression was applied to achieve hemostasis. There were no reported pt adverse effects. No additional info was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant info.